Manufacturer narrative:
Hospitalization - initial or prolonged should had been included in the initial report. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04218, 2017865-2020-04219, 2017865-2020-04220. It was reported that the patient presented in the emergency room and was then admitted to the intensive care unit (ICU) on (B)(6) 2020. Upon investigation, it was found the patient experienced strep dysgalactiae bacteremia with possible endocarditis, seen involving aortic and mitral valves on a transthoracic echocardiogram (tte). No vegetation was seen on the aortic or mitral valves on the tte, but there appeared to be vegetation on a lead. The pacemaker system was explanted on (B)(6) 2020. The patient tolerated the procedure well.